Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump generated alert 38 for consecutive stalled motor events and repeatedly restarted, after which the user disconnected and was placed on backup therapy while a replacement was arranged; device components implicated included the pump motor and associated alarm/restart functionality. Symptoms included hyperglycemia with a reported maximum glucose of 354 mg/dl, fatigue, and elevated glucose above 180 mg/dl for several hours. Outcomes included use of backup insulin therapy administered by the user without medical intervention or hospitalization. Investigation included a review of device alarms and operational behavior, confirmation of alert history, and collection of user-reported blood glucose information. Investigation of this case revealed recurrent motor stall alarms with spontaneous restarts consistent with a device malfunction affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electromechanical malfunction leading to interrupted insulin delivery.